Manufacturer narrative:
The device was returned for evaluation. A tear was found in the exposed portion of the soft cannula at the entrance of the needle well. Fluid was seen exiting the site of the tear. However, it cannot be determined when the tear occurred or if it contributed to insulin leaking from the needle guard. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached 408 mg/dl while wearing the pod for 4 and 24 hours. The pod was said to be leaking.